Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The gi/uro team let me know that they are having issues with certain IV needles breaking off in patients. Additional information received on 26-may-2026. Do we have any details on the adverse events surrounding the needles breaking off in the patient? Were the needles removed or was surgical intervention required? Milwaukee is the only site reporting issues at this time. Needle and shredded plastic sheath were both removed without surgical intervention.